Event description:
A higher readings issue was reported with the adc device. Customer received a high sensor scan of 12.9 mmol/l on the adc device and subsequently experienced a loss of consciousness was unable to self-treat. Paramedics were called by the customer's girlfriend, and upon arrival, a comparison blood glucose test of to 1.2 mmol/l was obtained on a health care provider device and administered a glucose injection and saline solution as treatment for the diagnosis of hypoglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.